Manufacturer narrative:
Eval summary: the production and quality control documentation for lot # v0906, with expiration date 07/2012, was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Pseudoseptic reaction [inflammation]. Case description: initial info was rec'd from the physician on (B)(6) 2010. The pt had a history of osteoarthritis and two previous sets of synvisc injections in the right knee. The pt rec'd synvisc injections in the right knee on (B)(6) 2010. The reported synvisc lot number was v0906. The pt experienced severe pain and swelling in the right knee after the second synvisc injection. The physician assessed the events as definitely related to synvisc. Add'l info was rec'd on (B)(4) 2010 in the form of a qa investigation summary. The production and quality control documentation for lot # v0906, with expiration date 07/2012, was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. Add'l info was rec'd from the physician on 14-may-2010. The pt had a five year history of moderate osteoarthritis. The pt also had a history of joint narrowing and osteophytes but not knee effusion. The pt was previously treated with nsaids, steroids and synvisc. The pt rec'd the synvisc injections bilaterally on (B)(6) 2010 with 3ml of effusion collected prior to the second injection. The pt experienced pain and swelling in the right knee on (B)(6) 2010 which was assessed as severe in intensity and definitely related to synvisc. The pt was treated with aspiration and steroid injection. The events resolved on (B)(6) 2010. The physician commented that the pt had a pseudoseptic reaction which responded to steroid injection and aspiration. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.